Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: it was confirmed that the screen was blank at startup. The pump still had audible tones during startup. There were no cracks or other evidence of damage visible on the pump case. No corrosion was visible in the battery compartment or cartridge compartment. No evidence of moisture ingress was visible behind the display lens. A leak test was performed and found a display lens leak. The display lens was found to be cracked. No evidence of moisture was visible on the display screen or any internal component or printed circuit boards. The broken screen was and replaced with a test screen. Test screen worked with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was blank with evidence of moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.